Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that all tubing and tubing fittings were returned with the device. No abnormalities were observed for the returned device. As part of functional testing performed by ponce engineering, the conductivity of the instrument was tested using a calibrated multimeter by attaching to the distal tip and cautery connector. After applying some pressure along the shaft for a long period, the conductivity remained constant, functioning properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while activating the tip, there was a leakage and the electricity flew through the shaft. It was reported that there was an unintended alternate minor site burn from the shaft near jejunum. Another device was used to complete the case.